Event description:
It was reported the flushing pump had an ¿insufficient flow¿. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported ¿insufficient flow¿. The subject device will not be sent back to olympus for further evaluation and repair. The cause was a defective/damaged/worn pump head. A device history record (DHR) review was conducted, and no issues related to the customer allegation were identified. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. The reported event was sent in error and would not cause or contribute to a death or a serious injury if were to recur.

Event description:
It was reported the flushing pump had an ¿insufficient flow¿. There were no reports of patient harm.